Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported cuff miss. The plunger was still in the pre-deployed position and there was a slack present on the link. This is an indication that only the lever was deployed. There was no indication that deploying the plunger occurred, because the needle tip was still in pre-deployed position and there was no slack on the monofilament. During the investigation, the lever was opened and the plunger was deployed without difficulty. Both cuffs were captured successfully. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation, the device conformed to specification and the cause for the reported event is related to the operational context in the use of the device. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported for this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.